Manufacturer narrative:
(B)(4).maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the pressure and temperature modules on the unit. The defective temperature module was sent to maquet cardiopulmonary ag for evaluation. The investigation confirmed that the board would only work occasionally. The board was checked for mechanical reaction and temperature changes. It was determined that there was bad soldering joints at the socket of one of the components, resulting in a loose contact. The board could not be repaired and was discarded. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), the customer reported that for a qtm 20-431 module, hl-20 (article number: 70101.0847, serial number: (B)(4)) after six hours of support the pressure display lost numerical display and showed only flashing asterisk with alarms. The screen on the rotaflow displayed "no communication" and the pump stopped. The clinician decreased the rpm to zero and entered "free mode" and flow was reinstituted. The clinician was unable to clear the alarms or remove the asterisks on the pressure display. The patient was transferred to a second hl20/rotaflow. No adverse events were reported for the patient due to the event. (B)(4)